Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 10 years, since the subject device was manufactured. Based on the results of the legal manufacturer's investigation and the inability to evaluate the subject device, a definitive root cause of the processor(s) no longer recognizing the 180-series device(s). Could not be identified. However, it's likely, the cause is related to a faulty patient board set. It¿s possible, the cause of the faulty patient board set is related to the dr board¿s (printed circuit board), operational amplifier circuitry not being properly designed or the video connector not being properly connected. It was confirmed, that the design of the operational amplifier section of the dr board was changed on april 16, 2018. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An olympus service technician is scheduled to visit the customer for on-site testing of the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported the evis exera iii video system center did not relay an image to the monitor when an olympus 180 series scope was used. The event occurred during a procedure. No patient injury was reported.